Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and it was reported that the patient denied having any leg or vaginal pain.

Event description:
Information received from the consumer reported via the representative that the patient was not feeling like she was having complete emptying with her voids since starting the evaluation. The patient also felt an uncomfortable "almost pain" in her vaginal area when she has a void. Five days later, it was further reported that the consumer had swelling on her buttocks area and pain in the same area as well a down her right leg.